Event description:
Customer reported receiving a suspected false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 21630l, reader sn (B)(6)). No further information was provided regarding this false positive result.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Technical operations performed retain testing and was unable to replicate the false positive results. The root cause was unable to be determined.